Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, capsular contracture baker grade unknown, local reaction manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction surgery with 650cc mentor cpx 3 breast tissue expander with suturing tabs experienced bilateral swelling, chronic pain, fatigue, lack of sleep, insomnia, edema, avid lymph nodes, left sided breast pain and left sided deflation post procedure. Patient also had tissue expanders in for more than 6 years. As a result, patient had an explantation on (B)(6) 2019. This is for right sided device. See 1645337-2020-00204 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. Patient reported left sided deflation to FDA via mw5092507 on (B)(6) 2020 with an explantation on the left side on (B)(6) 2014. However, per physician, the device was reported not deflated. Therefore, deflation will not be coded. If more information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/21/2020, hcp confirmed patient did not experience left sided deflation post procedure. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).